Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. At this time, based upon the info provided, we are unsure why the pt experienced a fever. We will continue to monitor for future cases.

Event description:
The endovascular stent graft was implanted in 2007, in a male pt for repair of an aaa. Later that day, in the pm, the pt developed a fever of 101.8 degrees. The fever subsequently resolved.